Event description:
Pt with history of fatigue noted to have increase in pacing threshold 0.2 msec at 7.5 when seen in office prior to admit. Also, loss of capture of ventricular leads. New lead and pacemaker generator replaced.